Event description:
Attorney is defending a case brought by parents of twins who were born prematurely. The parents are alleging one of the twins who weighed just under 1500 grams suffered necrosis on the upper lip due to excessive taping. The pt was in neonatal ICU on july 7, 2004 and a vapotherm two prong breathing tube was being used. The prongs were placed in the nostrils and the tube rested on the lip. The parents allege that the hospital applied tape tegaderm - 1622w on both cheeks and across the upper lip to secure the breathing tube. According to the hospital's attorney the tape was applied only to the cheeks. The attorney indicated that the follow-up treatment was performed in another hospital facility by a doctor within the plastic surgery center. The initial plastic surgery consultation indicated the wound was healing through the use of a topical ointment. Four months later, hypertrophic scaring and constriction of one of the nostrils were noted. On-going treatment consists of steroid injections and insertion of a nasal stent.